Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/experienced severe pelvic pain after aerobic exercise at the site of my implants'), nickel sensitivity ('allergic to nickel/I was reacting to foods that are high in nickel/I react to most foods and many materials and chemicals now, but most of the worst reactions have been to foods and materials that are high in nickel/I react to nickel'), nail operation ('two toenails removed'), lyme disease ('lyme disease') and tooth extraction ('dental complications due to allergies resulting in extraction of 8 teeth') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug tolerance decreased "I had a lot of trouble tolerating". The patient's medical history included anxiety on (B)(6) 2012, caesarean section ((B)(6) 2002; (B)(6) 2006) in 2006, depression (she had recovered from the condition post essure removal) in 1992, multiple allergies (recovered around (B)(6) 1991) in 1975, gravida ii, parity 2 and asthma. Current weight: 95 lbs; approximate weight at the time of essure placement: 115-120 lbs. She has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel. The clifford materials reactivity test showed that she reacted to nickel and silver, both of which are in essure. (B)(6) 2011:MRI brain: impression: no evidence for acute intracranial hemorrhage or mass effect. No focal area of altered flair signal or focal restricted diffusion is seen. Minimal degenerative changes of lower cervical spine. Previously administered products included for allergies: allegra; for asthma: singulair and pulmicort; for birth control: ortho cept; for depression: prozac. Concurrent conditions included food allergy (coconut, eggs,peanuts, onion,), milk allergy, drug hypersensitivity (codeine sulfate penicillin, seasonal, sulfa drugs), soap allergy, paresthesia, psychotic disorder, skin discoloration, skin scarring, weakness, difficulty breathing, swelling nos, blister and diarrhea. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced hypoaesthesia ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"), visual impairment ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"), decreased appetite ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously") and gait disturbance ("I was hospitalized twice and had great difficulty walking due to numbness in my legs during the worst part of the react/someone had to help me to the bathroom for a week or two after I got home from the hospital because I couldn't walk well"). In (B)(6) 2012, the patient experienced nickel sensitivity (seriousness criteria medically significant and intervention required) with hypersensitivity, dermatitis allergic and allergic oedema. On (B)(6) 2012, the patient experienced anxiety ("generalized anxiety disorder starting/mental anguish/anxiety due to physical complications from a surgical implant 293.84 (current)"), 2 years 5 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient underwent nail operation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced lyme disease (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced eating disorder ("started to react to everything and could barely eat or drink."). On (B)(6) 2016, the patient underwent tooth extraction (seriousness criterion medically significant). On an unknown date, the patient experienced pain ("pain and suffering"), nasopharyngitis ("various colds"), influenza ("flus"), urinary tract infection ("utls"), joint injury ("wrist injury"), anaphylactic reaction ("anaphylactic reaction"), food allergy ("I am now so allergic /only been able to tolerate five to twelve foods for the past few years/ at first I reacted to chemicals derived from coconut in soaps and shampoos/started to react to seeds and nuts/oils made from seed and nuts/food allergies"), mastication disorder ("I have to use a food processor on most of the foods I can eat because I've had so many teeth removed."), allergy to metals ("nickel, silver, polyester fibers; she learned that she had a nickel and silver allergy/ react to silver"), allergy to synthetic fabric ("she has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel."), hypoaesthesia oral ("numbness in my lips and mouth and a weird sensation in my throat. In my lips and mouth and a weird sensation in my throat/tongue numbness"), oropharyngeal discomfort ("numbness in my lips and mouth and a weird sensation in my throat. In my lips and mouth and a weird sensation in my throat."), dizziness ("if the reaction progresses I become light headed and my heart rate increases."), dysphagia ("the redness and swelling increased at the site of the reaction, it would get difficult to swallow, and my lips and tongue went numb."), hypersensitivity ("I became reactive to more and more things such as foods, shampoo, makeup, hair dye, and clothing materials."), mobility decreased ("I couldn't stand up or walk on my own. For months I could barely sit up for more than a few minutes a day"), depression ("depression"), food intolerance ("food intolerances"), head discomfort ("I feel the brain zaps coming on full blown") and fatigue ("exhausted with them") and was found to have heart rate increased ("if the reaction progresses I become light headed and my heart rate increases."), blood glucose increased ("led to my glucose levels rising") and weight decreased ("weight loss"). The patient was treated with azithromycin, budesonide (pulmicort), desogestrel;ethinylestradiol (ortho-cept), diphenhydramine hydrochloride, doxycycline, epinephrine (epipen), fexofenadine hydrochloride (allegra), fluoxetine hydrochloride (prozac), insulin, methylprednisolone, montelukast sodium (singulair), steroid antibacterials, counseling and surgery (removed 8 molars under general anesthesia in hospital, removed both big toenails and total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and nickel sensitivity was resolving, the nail operation, lyme disease, tooth extraction, pain, nasopharyngitis, influenza, urinary tract infection, joint injury, anaphylactic reaction, food allergy, mastication disorder, allergy to metals, allergy to synthetic fabric, hypoaesthesia oral, oropharyngeal discomfort, dizziness, heart rate increased, dysphagia, hypoaesthesia, visual impairment, decreased appetite, gait disturbance, hypersensitivity, eating disorder, blood glucose increased, mobility decreased, depression, food intolerance, weight decreased, head discomfort and fatigue outcome was unknown and the anxiety had not resolved. The reporter considered allergy to synthetic fabric, anaphylactic reaction, anxiety, blood glucose increased, decreased appetite, depression, dizziness, dysphagia, eating disorder, fatigue, food allergy, food intolerance, gait disturbance, head discomfort, heart rate increased, hypersensitivity, hypoaesthesia, hypoaesthesia oral, influenza, joint injury, lyme disease, mastication disorder, mobility decreased, nail operation, nasopharyngitis, nickel sensitivity, oropharyngeal discomfort, pain, pelvic pain, tooth extraction, urinary tract infection, visual impairment, weight decreased and allergy to metals to be related to essure. The reporter commented: on (B)(6) 2012, she experienced pelvic region (sharp persistent pain on both sides where implants are located). On (B)(6) 2012, complications from a surgical implant 293.84 (current). She had been diagnosed with lyme disease by two doctors, ordered a test and told me her she had lyme disease in early 2014. She saw a physician on (B)(6) 2015 and he ordered an igenex test that confirmed she has lyme disease. Pelvic pain improved 2 - 3 years post hysterectomy, allergies first worsened then are gradually improving. Pelvic pain decreased gradually over 1-2 years after removal. Allergy symptoms worsened after removal but have remained somewhat stable for the past 2 years. Prior to that time, she suffered from severe allergic reactions starting in (B)(6) 2010, generalized anxiety disorder starting in (B)(6) 2012, persistent pelvic pain starting (B)(6) 2012, two toenails removed in (B)(6) 2013, lyme disease (B)(6) 2013, dental complications due to allergies resulting in extraction of 8 teeth in (B)(6) 2016. Plaintiff after hysterectomy gained 10 pounds but would lose a few pound for allergic reaction. Still has allergic reactions but did not loose weight now. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2009: results: essure confirmation test. Concerning the injuries reported in this case, the following ones were reported via social media : food intolerance, weight decreased, head discomfort and fatigue". Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media record received. Events" I feel the brain zaps coming on full blown and exhausted with them" was added. Reporters were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/experienced severe pelvic pain after aerobic exercise at the site of my implants'), nickel sensitivity ('allergic to nickel/I was reacting to foods that are high in nickel/I react to most foods and many materials and chemicals now, but most of the worst reactions have been to foods and materials that are high in nickel/I react to nickel'), nail operation ('two toenails removed'), lyme disease ('lyme disease') and tooth extraction ('dental complications due to allergies resulting in extraction of 8 teeth') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug tolerance decreased "I had a lot of trouble tolerating". The patient's medical history included anxiety on (B)(6) 2012, caesarean section ((B)(6) 2002; (B)(6) 2006) in 2006, depression (she had recovered from the condition post essure removal) in 1992, multiple allergies (recovered around sep-1991) in 1975, gravida ii, parity 2 and asthma. Current weight: 95 lbs; approximate weight at the time of essure placement: 115-120 lbs. -she has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel. The clifford materials reactivity test showed that she reacted to nickel and silver, both of which are in essure. 16-apr-2011:MRI brain: impression: no evidence for acute intracranial hemorrhage or mass effect. No focal area of altered flair signal or focal restricted diffusion is seen. Minimal degenerative changes of lower cervical spine. Previously administered products included for allergies: allegra; for asthma: singulair and pulmicort; for birth control: orthocept; for depression: prozac. Concurrent conditions included food allergy (coconut, eggs,peanuts, onion,), milk allergy, drug hypersensitivity (codeine sulfate penicillin, seasonal, sulfa drugs), soap allergy, paresthesia, psychotic disorder, skin discoloration, skin scarring, weakness, difficulty breathing, swelling nos, blister and diarrhea. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced hypoaesthesia ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"), visual impairment ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"), decreased appetite ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously") and gait disturbance ("I was hospitalized twice and had great difficulty walking due to numbness in my legs during the worst part of the react/someone had to help me to the bathroom for a week or two after I got home from the hospital because I couldn't walkwell"). In april 2012, the patient experienced nickel sensitivity (seriousness criteria medically significant and intervention required) with hypersensitivity, dermatitis allergic and allergic oedema. On (B)(6) 2012, the patient experienced anxiety ("generalized anxiety disorder starting/mental anguish/anxiety due to physical complications from a surgical implant 293.84 (current)"), 2 years 5 months after insertion of essure. In june 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient underwent nail operation (seriousness criterion medically significant). In december 2013, the patient experienced lyme disease (seriousness criterion medically significant). In march 2015, the patient experienced eating disorder ("started to react to everything and could barely eat or drink."). On (B)(6) 2016, the patient underwent tooth extraction (seriousness criterion medically significant). On an unknown date, the patient experienced pain ("pain and suffering"), nasopharyngitis ("various colds"), influenza ("flus"), urinary tract infection ("utls"), joint injury ("wrist injury"), anaphylactic reaction ("anaphylactic reaction"), food allergy ("I am now so allergic /only been able to tolerate five to twelve foods for the past few years/ at first I reacted to chemicals derived from coconut in soaps and shampoos/started to react to seeds and nuts/oils made from seed and nuts/food allergies"), mastication disorder ("I have to use a food processor on most of the foods I can eat because I've had so many teeth removed."), allergy to metals ("nickel, silver, polyester fibers; she learned that she had a nickel and silver allergy/ react to silver"), allergy to synthetic fabric ("she has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel."), hypoaesthesia oral ("numbness in my lips and mouth and a weird sensation in my throat.in my lips and mouth and a weird sensation in my throat/tongue numbness"), oropharyngeal discomfort ("numbness in my lips and mouth and a weird sensation in my throat.in my lips and mouth and a weird sensation in my throat."), dizziness ("if the reaction progresses I become light headed and my heart rate increases."), dysphagia ("the redness and swelling increased at the site of the reaction, it would get difficult to swallow, and my lips and tongue went numb."), hypersensitivity ("I became reactive to more and more things such as foods, shampoo, makeup, hair dye, and clothing materials."), mobility decreased ("I couldn't stand up or walk on my own. For months I could barely sit up for more than a few minutes a day"), depression ("depression") and food intolerance ("food intolerances") and was found to have heart rate increased ("if the reaction progresses I become light headed and my heart rate increases."), blood glucose increased ("led to my glucose levels rising") and weight decreased ("weight loss"). The patient was treated with azithromycin, budesonide (pulmicort), diphenhydramine hydrochloride, doxycycline, epinephrine (epipen), fexofenadine hydrochloride (allegra), fluoxetine hydrochloride (prozac), insulin, marvelon (orthocept), methylprednisolone, montelukast sodium (singulair), steroid antibacterials, counseling and surgery (removed 8 molars under general anesthesia in hospital, removed both big toenails and total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and nickel sensitivity was resolving, the nail operation, lyme disease, tooth extraction, pain, nasopharyngitis, influenza, urinary tract infection, joint injury, anaphylactic reaction, food allergy, mastication disorder, allergy to metals, allergy to synthetic fabric, hypoaesthesia oral, oropharyngeal discomfort, dizziness, heart rate increased, dysphagia, hypoaesthesia, visual impairment, decreased appetite, gait disturbance, hypersensitivity, eating disorder, blood glucose increased, mobility decreased, depression, food intolerance and weight decreased outcome was unknown and the anxiety had not resolved. The reporter considered allergy to synthetic fabric, anaphylactic reaction, anxiety, blood glucose increased, decreased appetite, depression, dizziness, dysphagia, eating disorder, food allergy, food intolerance, gait disturbance, heart rate increased, hypersensitivity, hypoaesthesia, hypoaesthesia oral, influenza, joint injury, lyme disease, mastication disorder, mobility decreased, nail operation, nasopharyngitis, nickel sensitivity, oropharyngeal discomfort, pain, pelvic pain, tooth extraction, urinary tract infection, visual impairment, weight decreased and allergy to metals to be related to essure. The reporter commented: on jul-2012, she experienced pelvic region (sharp persistent pain on both sides where implants are located). On (B)(6) 2012, complications from a surgical implant 293.84 (current). She had been diagnosed with lyme disease by two doctors, ordered a test and told me her she had lyme disease in early 2014. She saw a physician on (B)(6) 2015 and he ordered an igenex test that confirmed she has lyme disease. Pelvic pain improved 2 - 3 years post hysterectomy, allergies first worsened then are gradually improving. Pelvic pain decreased gradually over 1-2 years after removal. Allergy symptoms worsened after removal but have remained somewhat stable for the past 2 years. Prior to that time, she suffered from severe allergic reactions starting in apr-2010, generalized anxiety disorder starting in april of 2012, persistent pelvic pain starting jun-2012, two toenails removed in jul-2013, lyme disease december of 2013, dental complications due to allergies resulting in extraction of 8 teeth in jan-2016. Plaintiff after hysterectomy gained 10 pounds but would lose a few pound for allergic reaction. Still has allergic reactions but did not loose weight now. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2009: results: essure confirmation test. Concerning the injuries reported in this case, the following ones were reported via social media : food intolerance, weight decreased. Most recent follow-up information incorporated above includes: on 22-jul-2019: social media received. Reporter information were added. Event : food intolerances, weight loss were added. Event : I am now so allergic that I have only been able to tolerate five to twelve foods for the past few years were updated to I am now so allergic /only been able to tolerate five to twelve foods for the past few years/ at first I reacted to chemicals derived from coconut in soaps and shampoos/started to react to seeds and nuts/oils made from seed and nuts/food allergies. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/experienced severe pelvic pain after aerobic exercise at the site of my implants'), nickel sensitivity ('allergic to nickel/I was reacting to foods that are high in nickel/I react to most foods and many materials and chemicals now, but most of the worst reactions have been to foods and materials that are high in nickel/I react to nickel/'), nail operation ('two toenails removed'), lyme disease ('lyme disease'), tooth extraction ('dental complications due to allergies resulting in extraction of 8 teeth'), hemianaesthesia ('numbness on one whole side of body'), anaphylactic reaction ('anaphylactic reaction') and gait disturbance ('I was hospitalized twice and had great difficulty walking due to numbness in my legs during the worst part of the react/someone had to help me to the bathroom for a week or two after I got home from the hospital because I couldn't walk well') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug tolerance decreased "I had a lot of trouble tolerating". The patient's medical history included anxiety on (B)(6) 2012, caesarean section (B)(6) 2002; (B)(6) 2006) in 2006, depression (she had recovered from the condition post essure removal) in 1992, multiple allergies (recovered around (B)(6) 1991) in 1975, gravida ii, parity 2 and asthma. Current weight: 95 lbs; approximate weight at the time of essure placement: 115-120 lbs. - she has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel. -the clifford materials reactivity test showed that she reacted to nickel and silver, both of which are in essure. On (B)(6) 2011:MRI brain: impression: no evidence for acute intracranial hemorrhage or mass effect. No focal area of altered flair signal or focal restricted diffusion is seen. Minimal degenerative changes of lower cervical spine. Previously administered products included for allergies: allegra; for asthma: singulair and pulmicort; for birth control: orthocept; for depression: prozac. Concurrent conditions included food allergy (coconut, eggs,peanuts, onion,), milk allergy, drug hypersensitivity (codeine sulfate penicillin, seasonal, sulfa drugs), soap allergy, paresthesia, psychotic disorder, skin discoloration, skin scarring, weakness, difficulty breathing, swelling nos, blister and diarrhea. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced gait disturbance (seriousness criterion hospitalization), hypoaesthesia ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"), visual impairment ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously") and decreased appetite ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"). In (B)(6) 2012, the patient experienced nickel sensitivity (seriousness criteria medically significant and intervention required) with hypersensitivity, dermatitis allergic and allergic oedema. On (B)(6) 2012, the patient experienced anxiety ("generalized anxiety disorder starting/mental anguish/anxiety due to physical complications from a surgical implant (B)(6) (current)"), 2 years 5 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient underwent nail operation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced lyme disease (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced eating disorder ("started to react to everything and could barely eat or drink."). On (B)(6) 2016, the patient underwent tooth extraction (seriousness criterion medically significant). On an unknown date, the patient experienced hemianaesthesia (seriousness criterion medically significant), anaphylactic reaction (seriousness criterion medically significant), pain ("pain and suffering"), nasopharyngitis ("various colds"), influenza ("flus"), urinary tract infection ("utis"), joint injury ("wrist injury"), food allergy ("I am now so allergic /only been able to tolerate five to twelve foods for the past few years/ at first I reacted to chemicals derived from coconut in soaps and shampoos/started to react to seeds and nuts/oils made from seed and nuts/food allergies"), mastication disorder ("I have to use a food processor on most of the foods I can eat because I've had so many teeth removed."), allergy to synthetic fabric ("she has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel."), hypoaesthesia oral ("numbness in my lips and mouth and a weird sensation in my throat. In my lips and mouth and a weird sensation in my throat/tongue numbness"), oropharyngeal discomfort ("numbness in my lips and mouth and a weird sensation in my throat. In my lips and mouth and a weird sensation in my throat."), dizziness ("if the reaction progresses I become light headed and my heart rate increases."), dysphagia ("the redness and swelling increased at the site of the reaction, it would get difficult to swallow, and my lips and tongue went numb."), hypersensitivity ("I became reactive to more and more things such as foods, shampoo, makeup, hair dye, and clothing materials."), mobility decreased ("I couldn't stand up or walk on my own. For months I could barely sit up for more than a few minutes a day"), depression ("depression"), food intolerance ("food intolerances"), head discomfort ("I feel the brain zaps coming on full blown"), fatigue ("exhausted with them"), sjogren's syndrome ("sjogren's disease") and allergy to metals ("nickel, silver, polyester fibers; she learned that she had a nickel and silver allergy/ react to silver") and was found to have heart rate increased ("if the reaction progresses I become light headed and my heart rate increases."), blood glucose increased ("led to my glucose levels rising") and weight decreased ("weight loss"). The patient was treated with azithromycin, budesonide (pulmicort), desogestrel;ethinylestradiol (ortho-cept), diphenhydramine hydrochloride, doxycycline, epinephrine (epipen), fexofenadine hydrochloride (allegra), fluoxetine hydrochloride (prozac), insulin, methylprednisolone, montelukast sodium (singulair), steroid antibacterials, counseling and surgery (removed 8 molars under general anesthesia in hospital / root canal, removed both big toenails and total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and nickel sensitivity was resolving, the nail operation, lyme disease, tooth extraction, hemianaesthesia, anaphylactic reaction, gait disturbance, pain, nasopharyngitis, influenza, urinary tract infection, joint injury, food allergy, mastication disorder, allergy to synthetic fabric, hypoaesthesia oral, oropharyngeal discomfort, dizziness, heart rate increased, dysphagia, hypoaesthesia, visual impairment, decreased appetite, hypersensitivity, eating disorder, blood glucose increased, mobility decreased, depression, food intolerance, weight decreased, head discomfort, fatigue, sjogren's syndrome and allergy to metals outcome was unknown and the anxiety had not resolved. The reporter considered allergy to synthetic fabric, anaphylactic reaction, anxiety, blood glucose increased, decreased appetite, depression, dizziness, dysphagia, eating disorder, fatigue, food allergy, food intolerance, gait disturbance, head discomfort, heart rate increased, hemianaesthesia, hypersensitivity, hypoaesthesia, hypoaesthesia oral, influenza, joint injury, lyme disease, mastication disorder, mobility decreased, nail operation, nasopharyngitis, nickel sensitivity, oropharyngeal discomfort, pain, pelvic pain, sjogren's syndrome, tooth extraction, urinary tract infection, visual impairment, weight decreased and allergy to metals to be related to essure. The reporter commented: on (B)(6) 2012, she experienced pelvic region (sharp persistent pain on both sides where implants are located). On (B)(6) 2012, complications from a surgical implant (B)(6) (current). She had been diagnosed with lyme disease by two doctors, ordered a test and told me her she had lyme disease in early 2014. She saw a physician on (B)(6) 2015 and he ordered an igenex test that confirmed she has lyme disease. Pelvic pain improved 2 - 3 years post hysterectomy, allergies first worsened then are gradually improving. Pelvic pain decreased gradually over 1-2 years after removal. Allergy symptoms worsened after removal but have remained somewhat stable for the past 2 years. Prior to that time, she suffered from severe allergic reactions starting in (B)(6) 2010, generalized anxiety disorder starting in (B)(6) of 2012, persistent pelvic pain starting (B)(6) 2012, two toenails removed in (B)(6) 2013, lyme disease (B)(6) of 2013, dental complications due to allergies resulting in extraction of 8 teeth in (B)(6) 2016. Plaintiff after hysterectomy gained 10 pounds but would lose a few pound for allergic reaction. Still has allergic reactions but did not loose weight now. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2009: results: essure confirmation test. Concerning the injuries reported in this case, the following ones were reported via social media : food intolerance, weight decreased, head discomfort and fatigue". Most recent follow-up information incorporated above includes: on 15-jan-2020: social media document received. Event sjogren syndrome received. Reporters are added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/experienced severe pelvic pain after aerobic exercise at the site of my implants'), nickel sensitivity ('allergic to nickel/I was reacting to foods that are high in nickel/I react to most foods and many materials and chemicals now, but most of the worst reactions have been to foods and materials that are high in nickel/I react to nickel'), nail operation ('two toenails removed'), lyme disease ('lyme disease'), tooth extraction ('dental complications due to allergies resulting in extraction of 8 teeth'), hemianaesthesia ('numbness on one whole side of body'), anaphylactic reaction ('anaphylactic reaction') and gait disturbance ('I was hospitalized twice and had great difficulty walking due to numbness in my legs during the worst part of the react/someone had to help me to the bathroom for a week or two after I got home from the hospital because I couldn't walkwell') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug tolerance decreased "I had a lot of trouble tolerating". The patient's medical history included anxiety on (B)(6) 2012, caesarean section ((B)(6) 2002; (B)(6) 2006) in 2006, depression (she had recovered from the condition post essure removal) in 1992, multiple allergies (recovered around sep-1991) in 1975, gravida ii, parity 2 and asthma. Current weight: 95 lbs; approximate weight at the time of essure placement: 115-120 lbs. - she has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel. -the clifford materials reactivity test showed that she reacted to nickel and silver, both of which are in essure. (B)(6) 2011:MRI brain: impression: no evidence for acute intracranial hemorrhage or mass effect. No focal area of altered flair signal or focal restricted diffusion is seen. Minimal degenerative changes of lower cervical spine. Previously administered products included for allergies: allegra; for asthma: singulair and pulmicort; for birth control: orthocept; for depression: prozac. Concurrent conditions included food allergy (coconut, eggs,peanuts, onion,), milk allergy, drug hypersensitivity (codeine sulfate penicillin, seasonal, sulfa drugs), soap allergy, paresthesia, psychotic disorder, skin discoloration, skin scarring, weakness, difficulty breathing, swelling nos, blister and diarrhea. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced allergy to metals ("nickel, silver, polyester fibers; she learned that she had a nickel and silver allergy/ react to silver"). In 2011, the patient experienced gait disturbance (seriousness criterion hospitalization), hypoaesthesia ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"), visual impairment ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously") and decreased appetite ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"). In (B)(6) 2012, the patient experienced nickel sensitivity (seriousness criteria medically significant and intervention required) with hypersensitivity, dermatitis allergic and allergic oedema. On (B)(6) 2012, the patient experienced anxiety ("generalized anxiety disorder starting/mental anguish/anxiety due to physical complications from a surgical implant 293.84 (current)"), 2 years 5 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient underwent nail operation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced lyme disease (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced eating disorder ("started to react to everything and could barely eat or drink."). On (B)(6) 2016, the patient underwent tooth extraction (seriousness criterion medically significant). On an unknown date, the patient experienced hemianaesthesia (seriousness criterion medically significant), anaphylactic reaction (seriousness criterion medically significant), pain ("pain and suffering"), nasopharyngitis ("various colds"), influenza ("flus"), urinary tract infection ("utls"), joint injury ("wrist injury"), food allergy ("I am now so allergic /only been able to tolerate five to twelve foods for the past few years/ at first I reacted to chemicals derived from coconut in soaps and shampoos/started to react to seeds and nuts/oils made from seed and nuts/food allergies"), mastication disorder ("I have to use a food processor on most of the foods I can eat because I've had so many teeth removed."), allergy to synthetic fabric ("she has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel."), hypoaesthesia oral ("numbness in my lips and mouth and a weird sensation in my throat.in my lips and mouth and a weird sensation in my throat/tongue numbness"), oropharyngeal discomfort ("numbness in my lips and mouth and a weird sensation in my throat.in my lips and mouth and a weird sensation in my throat."), dizziness ("if the reaction progresses I become light headed and my heart rate increases."), dysphagia ("the redness and swelling increased at the site of the reaction, it would get difficult to swallow, and my lips and tongue went numb."), hypersensitivity ("I became reactive to more and more things such as foods, shampoo, makeup, hair dye, and clothing materials."), mobility decreased ("I couldn't stand up or walk on my own. For months I could barely sit up for more than a few minutes a day"), depression ("depression"), food intolerance ("food intolerances"), head discomfort ("I feel the brain zaps coming on full blown"), fatigue ("exhausted with them"), sjogren's syndrome ("sjogren's disease"), muscular weakness ("my muscles became very weak and fatigued") and arthralgia ("joint pain") and was found to have heart rate increased ("if the reaction progresses I become light headed and my heart rate increases."), blood glucose increased ("led to my glucose levels rising"), weight decreased ("weight loss") and weight increased ("gained 15 pounds"). The patient was treated with azithromycin, budesonide (pulmicort), desogestrel;ethinylestradiol (ortho-cept), diphenhydramine hydrochloride, doxycycline, epinephrine (epipen), fexofenadine hydrochloride (allegra), fluoxetine hydrochloride (prozac), insulin, methylprednisolone, montelukast sodium (singulair), steroid antibacterials, counseling and surgery (removed 8 molars under general anesthesia in hospital / root canal, removed both big toenails and total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and nickel sensitivity was resolving, the nail operation, tooth extraction, hemianaesthesia, anaphylactic reaction, gait disturbance, pain, nasopharyngitis, influenza, urinary tract infection, joint injury, food allergy, mastication disorder, allergy to synthetic fabric, hypoaesthesia oral, oropharyngeal discomfort, dizziness, heart rate increased, dysphagia, hypoaesthesia, visual impairment, decreased appetite, hypersensitivity, eating disorder, blood glucose increased, mobility decreased, depression, food intolerance, weight decreased, head discomfort, fatigue, sjogren's syndrome, allergy to metals, muscular weakness, arthralgia and weight increased outcome was unknown and the lyme disease and anxiety had not resolved. The reporter considered allergy to metals, allergy to synthetic fabric, anaphylactic reaction, anxiety, arthralgia, blood glucose increased, decreased appetite, depression, dizziness, dysphagia, eating disorder, fatigue, food allergy, food intolerance, gait disturbance, head discomfort, heart rate increased, hemianaesthesia, hypersensitivity, hypoaesthesia, hypoaesthesia oral, influenza, joint injury, lyme disease, mastication disorder, mobility decreased, muscular weakness, nail operation, nasopharyngitis, oropharyngeal discomfort, pain, pelvic pain, sjogren's syndrome, tooth extraction, urinary tract infection, visual impairment, weight decreased, weight increased and nickel sensitivity to be related to essure. The reporter commented: on (B)(6) 2012, she experienced pelvic region (sharp persistent pain on both sides where implants are located). On (B)(6) 2012, complications from a surgical implant 293.84 (current). She had been diagnosed with lyme disease by two doctors, ordered a test and told me her she had lyme disease in early 2014. She saw a physician on (B)(6) 2015 and he ordered an igenex test that confirmed she has lyme disease. Pelvic pain improved 2 - 3 years post hysterectomy, allergies first worsened then are gradually improving. Pelvic pain decreased gradually over 1-2 years after removal. Allergy symptoms worsened after removal but have remained somewhat stable for the past 2 years. Prior to that time, she suffered from severe allergic reactions starting in (B)(6) 2010, generalized anxiety disorder starting in (B)(6) of 2012, persistent pelvic pain starting (B)(6) 2012, two toenails removed in (B)(6) 2013, lyme disease (B)(6) of 2013, dental complications due to allergies resulting in extraction of 8 teeth in (B)(6) 2016. Plaintiff after hysterectomy gained 10 pounds but would lose a few pound for allergic reaction. Still has allergic reactions but did not loose weight now.there is descripency in date of insertion previously it was reported (B)(6) 2009 and now new date is (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: confirmed the senitivity to nickel and also to silver; in 2010: lyme test negative; in 2015: lyme test negative. A specialized test was positive for lyme. X-ray - on (B)(6) 2009: results: essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/experienced severe pelvic pain after aerobic exercise at the site of my implants'), nickel sensitivity ('allergic to nickel/I was reacting to foods that are high in nickel/I react to most foods and many materials and chemicals now, but most of the worst reactions have been to foods and materials that are high in nickel/I react to nickel'), nail operation ('two toenails removed'), lyme disease ('lyme disease'), tooth disorder ('dental complications due to allergies resulting in extraction of 8 teeth'), hemianaesthesia ('numbness on one whole side of body'), anaphylactic reaction ('anaphylactic reaction') and gait disturbance ('I was hospitalized twice and had great difficulty walking due to numbness in my legs during the worst part of the react/someone had to help me to the bathroom for a week or two after I got home from the hospital because I couldn't walk well') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug tolerance decreased "I had a lot of trouble tolerating". The patient's medical history included anxiety on (B)(6) 2012, caesarean section ((B)(6) 2002; (B)(6) 2006) in 2006, depression (she had recovered from the condition post essure removal) in 1992, multiple allergies (recovered around sep-1991) in 1975, gravida ii, parity 2 and asthma. Current weight: 95 lbs; approximate weight at the time of essure placement: 115-120 lbs. She has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel. The clifford materials reactivity test showed that she reacted to nickel and silver, both of which are in essure. (B)(6) 2011:MRI brain: impression: no evidence for acute intracranial hemorrhage or mass effect. No focal area of altered flair signal or focal restricted diffusion is seen. Minimal degenerative changes of lower cervical spine. Previously administered products included for allergies: allegra; for asthma: singulair and pulmicort; for birth control: orthocept; for depression: prozac. Concurrent conditions included food allergy (coconut, eggs,peanuts, onion,), milk allergy, drug hypersensitivity (codeine sulfate penicillin, seasonal, sulfa drugs), soap allergy, paresthesia, psychotic disorder, skin discoloration, skin scarring, weakness, difficulty breathing, swelling nos, blister and diarrhea. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced gait disturbance (seriousness criterion hospitalization), hypoaesthesia ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"), visual impairment ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously") and decreased appetite ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"). In april 2012, the patient experienced nickel sensitivity (seriousness criteria medically significant and intervention required) with hypersensitivity, dermatitis allergic and allergic oedema. On 24-apr-2012, the patient experienced anxiety ("generalized anxiety disorder starting/mental anguish/anxiety due to physical complications from a surgical implant 293.84 (current)"), 2 years 5 months after insertion of essure. In june 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient underwent nail operation (seriousness criterion medically significant). In december 2013, the patient experienced lyme disease (seriousness criterion medically significant). In march 2015, the patient experienced eating disorder ("started to react to everything and could barely eat or drink."). On 18-jan-2016, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced hemianaesthesia (seriousness criterion medically significant), anaphylactic reaction (seriousness criterion medically significant), pain ("pain and suffering"), nasopharyngitis ("various colds"), influenza ("flus"), urinary tract infection ("utls"), joint injury ("wrist injury"), food allergy ("I am now so allergic /only been able to tolerate five to twelve foods for the past few years/ at first I reacted to chemicals derived from coconut in soaps and shampoos/started to react to seeds and nuts/oils made from seed and nuts/food allergies"), mastication disorder ("I have to use a food processor on most of the foods I can eat because I've had so many teeth removed."), allergy to metals ("nickel, silver, polyester fibers; she learned that she had a nickel and silver allergy/ react to silver"), allergy to synthetic fabric ("she has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel."), hypoaesthesia oral ("numbness in my lips and mouth and a weird sensation in my throat. In my lips and mouth and a weird sensation in my throat/tongue numbness"), oropharyngeal discomfort ("numbness in my lips and mouth and a weird sensation in my throat. In my lips and mouth and a weird sensation in my throat."), dizziness ("if the reaction progresses I become light headed and my heart rate increases."), dysphagia ("the redness and swelling increased at the site of the reaction, it would get difficult to swallow, and my lips and tongue went numb."), hypersensitivity ("I became reactive to more and more things such as foods, shampoo, makeup, hair dye, and clothing materials."), mobility decreased ("I couldn't stand up or walk on my own. For months I could barely sit up for more than a few minutes a day"), depression ("depression"), food intolerance ("food intolerances"), head discomfort ("I feel the brain zaps coming on full blown") and fatigue ("exhausted with them") and was found to have heart rate increased ("if the reaction progresses I become light headed and my heart rate increases."), blood glucose increased ("led to my glucose levels rising") and weight decreased ("weight loss"). The patient was treated with azithromycin, budesonide (pulmicort), desogestrel;ethinylestradiol (ortho-cept), diphenhydramine hydrochloride, doxycycline, epinephrine (epipen), fexofenadine hydrochloride (allegra), fluoxetine hydrochloride (prozac), insulin, methylprednisolone, montelukast sodium (singulair), steroid antibacterials, counseling and surgery (removed 8 molars under general anesthesia in hospital / root canal, removed both big toenails and total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and nickel sensitivity was resolving, the nail operation, lyme disease, tooth disorder, hemianaesthesia, anaphylactic reaction, gait disturbance, pain, nasopharyngitis, influenza, urinary tract infection, joint injury, food allergy, mastication disorder, allergy to metals, allergy to synthetic fabric, hypoaesthesia oral, oropharyngeal discomfort, dizziness, heart rate increased, dysphagia, hypoaesthesia, visual impairment, decreased appetite, hypersensitivity, eating disorder, blood glucose increased, mobility decreased, depression, food intolerance, weight decreased, head discomfort and fatigue outcome was unknown and the anxiety had not resolved. The reporter considered allergy to synthetic fabric, anaphylactic reaction, anxiety, blood glucose increased, decreased appetite, depression, dizziness, dysphagia, eating disorder, fatigue, food allergy, food intolerance, gait disturbance, head discomfort, heart rate increased, hemianaesthesia, hypersensitivity, hypoaesthesia, hypoaesthesia oral, influenza, joint injury, lyme disease, mastication disorder, mobility decreased, nail operation, nasopharyngitis, nickel sensitivity, oropharyngeal discomfort, pain, pelvic pain, tooth disorder, urinary tract infection, visual impairment, weight decreased and allergy to metals to be related to essure. The reporter commented: on jul-2012, she experienced pelvic region (sharp persistent pain on both sides where implants are located). On (B)(6) 2012, complications from a surgical implant 293.84 (current). She had been diagnosed with lyme disease by two doctors, ordered a test and told me she had lyme disease in early 2014. She saw a physician on (B)(6) 2015 and he ordered an igenex test that confirmed she has lyme disease. Pelvic pain improved 2 - 3 years post hysterectomy, allergies first worsened then are gradually improving. Pelvic pain decreased gradually over 1-2 years after removal. Allergy symptoms worsened after removal but have remained somewhat stable for the past 2 years. Prior to that time, she suffered from severe allergic reactions starting in apr-2010, generalized anxiety disorder starting in april of 2012, persistent pelvic pain starting jun-2012, two toenails removed in jul-2013, lyme disease december of 2013, dental complications due to allergies resulting in extraction of 8 teeth in (B)(6) 2016. Plaintiff after hysterectomy gained 10 pounds but would lose a few pound for allergic reaction. Still has allergic reactions but did not loose weight now. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on (B)(6) 2009: results: essure confirmation test. Concerning the injuries reported in this case, the following ones were reported via social media : food intolerance, weight decreased, head discomfort and fatigue". Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: event numbness on one whole side of body added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/experienced severe pelvic pain after aerobic exercise at the site of my implants'), nickel sensitivity ('allergic to nickel/I was reacting to foods that are high in nickel/I react to most foods and many materials and chemicals now, but most of the worst reactions have been to foods and materials that are high in nickel/I react to nickel'), nail operation ('two toenails removed'), lyme disease ('lyme disease'), tooth extraction ('dental complications due to allergies resulting in extraction of 8 teeth'), hemianaesthesia ('numbness on one whole side of body'), anaphylactic reaction ('anaphylactic reaction') and gait disturbance ('I was hospitalized twice and had great difficulty walking due to numbness in my legs during the worst part of the react/someone had to help me to the bathroom for a week or two after I got home from the hospital because I couldn't walkwell') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug tolerance decreased "I had a lot of trouble tolerating". The patient's medical history included anxiety on (B)(6) 2012, caesarean section ((B)(6) 2002; (B)(6) 2006) in 2006, depression (she had recovered from the condition post essure removal) in 1992, multiple allergies (recovered around (B)(6) 1991) in 1975, gravida ii, parity 2 and asthma. Current weight: 95 lbs; approximate weight at the time of essure placement: 115-120 lbs. She has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel. The clifford materials reactivity test showed that she reacted to nickel and silver, both of which are in essure. (B)(6) 2011: MRI brain: impression: no evidence for acute intracranial hemorrhage or mass effect. No focal area of altered flair signal or focal restricted diffusion is seen. Minimal degenerative changes of lower cervical spine. Previously administered products included for allergies: allegra; for asthma: singulair and pulmicort; for birth control: orthocept; for depression: prozac. Concurrent conditions included food allergy (coconut, eggs,peanuts, onion,), milk allergy, drug hypersensitivity (codeine sulfate penicillin, seasonal, sulfa drugs), soap allergy, paresthesia, psychotic disorder, skin discoloration, skin scarring, weakness, difficulty breathing, swelling nos, blister and diarrhea. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced allergy to metals ("nickel, silver, polyester fibers; she learned that she had a nickel and silver allergy/ react to silver"). In 2011, the patient experienced gait disturbance (seriousness criterion hospitalization), hypoaesthesia ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"), visual impairment ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously") and decreased appetite ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"). In (B)(6) 2012, the patient experienced nickel sensitivity (seriousness criteria medically significant and intervention required) with hypersensitivity, dermatitis allergic and allergic oedema. On (B)(6) 2012, the patient experienced anxiety ("generalized anxiety disorder starting/mental anguish/anxiety due to physical complications from a surgical implant 293.84 (current)"), 2 years 5 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient underwent nail operation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced lyme disease (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced eating disorder ("started to react to everything and could barely eat or drink."). On (B)(6) 2016, the patient underwent tooth extraction (seriousness criterion medically significant). On an unknown date, the patient experienced hemianaesthesia (seriousness criterion medically significant), anaphylactic reaction (seriousness criterion medically significant), pain ("pain and suffering"), nasopharyngitis ("various colds"), influenza ("flus"), urinary tract infection ("utls"), joint injury ("wrist injury"), food allergy ("I am now so allergic /only been able to tolerate five to twelve foods for the past few years/ at first I reacted to chemicals derived from coconut in soaps and shampoos/started to react to seeds and nuts/oils made from seed and nuts/food allergies"), mastication disorder ("I have to use a food processor on most of the foods I can eat because I've had so many teeth removed."), allergy to synthetic fabric ("she has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel."), hypoaesthesia oral ("numbness in my lips and mouth and a weird sensation in my throat.in my lips and mouth and a weird sensation in my throat/tongue numbness"), oropharyngeal discomfort ("numbness in my lips and mouth and a weird sensation in my throat.in my lips and mouth and a weird sensation in my throat."), dizziness ("if the reaction progresses I become light headed and my heart rate increases."), dysphagia ("the redness and swelling increased at the site of the reaction, it would get difficult to swallow, and my lips and tongue went numb."), hypersensitivity ("I became reactive to more and more things such as foods, shampoo, makeup, hair dye, and clothing materials."), mobility decreased ("I couldn't stand up or walk on my own. For months I could barely sit up for more than a few minutes a day"), depression ("depression"), food intolerance ("food intolerances"), head discomfort ("I feel the brain zaps coming on full blown"), fatigue ("exhausted with them"), sjogren's syndrome ("sjogren's disease"), muscular weakness ("my muscles became very weak and fatigued") and arthralgia ("joint pain") and was found to have heart rate increased ("if the reaction progresses I become light headed and my heart rate increases."), blood glucose increased ("led to my glucose levels rising"), weight decreased ("weight loss") and weight increased ("gained 15 pounds"). The patient was treated with azithromycin, budesonide (pulmicort), desogestrel;ethinylestradiol (ortho-cept), diphenhydramine hydrochloride, doxycycline, epinephrine (epipen), fexofenadine hydrochloride (allegra), fluoxetine hydrochloride (prozac), insulin, methylprednisolone, montelukast sodium (singulair), steroid antibacterials, counseling and surgery (removed 8 molars under general anesthesia in hospital / root canal, removed both big toenails and total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and nickel sensitivity was resolving, the nail operation, tooth extraction, hemianaesthesia, anaphylactic reaction, gait disturbance, pain, nasopharyngitis, influenza, urinary tract infection, joint injury, food allergy, mastication disorder, allergy to synthetic fabric, hypoaesthesia oral, oropharyngeal discomfort, dizziness, heart rate increased, dysphagia, hypoaesthesia, visual impairment, decreased appetite, hypersensitivity, eating disorder, blood glucose increased, mobility decreased, depression, food intolerance, weight decreased, head discomfort, fatigue, sjogren's syndrome, allergy to metals, muscular weakness, arthralgia and weight increased outcome was unknown and the lyme disease and anxiety had not resolved. The reporter considered allergy to metals, allergy to synthetic fabric, anaphylactic reaction, anxiety, arthralgia, blood glucose increased, decreased appetite, depression, dizziness, dysphagia, eating disorder, fatigue, food allergy, food intolerance, gait disturbance, head discomfort, heart rate increased, hemianaesthesia, hypersensitivity, hypoaesthesia, hypoaesthesia oral, influenza, joint injury, lyme disease, mastication disorder, mobility decreased, muscular weakness, nail operation, nasopharyngitis, oropharyngeal discomfort, pain, pelvic pain, sjogren's syndrome, tooth extraction, urinary tract infection, visual impairment, weight decreased, weight increased and nickel sensitivity to be related to essure. The reporter commented: on (B)(6) 2012, she experienced pelvic region (sharp persistent pain on both sides where implants are located). On (B)(6) 2012, complications from a surgical implant 293.84 (current). She had been diagnosed with lyme disease by two doctors, ordered a test and told me her she had lyme disease in early 2014. She saw a physician on (B)(6) 2015 and he ordered an igenex test that confirmed she has lyme disease. Pelvic pain improved 2 - 3 years post hysterectomy, allergies first worsened then are gradually improving. Pelvic pain decreased gradually over 1-2 years after removal. Allergy symptoms worsened after removal but have remained somewhat stable for the past 2 years. Prior to that time, she suffered from severe allergic reactions starting in (B)(6) 2010, generalized anxiety disorder starting in april of 2012, persistent pelvic pain starting (B)(6) 2012, two toenails removed in (B)(6) 2013, lyme disease december of 2013, dental complications due to allergies resulting in extraction of 8 teeth in (B)(6) 2016. Plaintiff after hysterectomy gained 10 pounds but would lose a few pound for allergic reaction. Still has allergic reactions but did not loose weight now. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: confirmed the senitivity to nickel and also to silver; in 2010: lyme test negative; in 2015: lyme test negative. A specialized test was positive for lyme. X-ray - on (B)(6) 2009: results: essure confirmation test. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events "muscle weakness" and "joint pain", new reporter were added, onset date of event ¿allergy to metals and outcome of event ¿lyme disease¿ were captured, lab data was updated. On 23-mar-2020: social media received. Reporter added. On 23-mar-2020: live fu process- social media received: newly added events- weight increased, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/experienced severe pelvic pain after aerobic exercise at the site of my implants"), the first episode of allergy to metals ("allergic to nickel/I was reacting to foods that are high in nickel/I react to most foods and many materials and chemicals now, but most of the worst reactions have been to foods and materials that are high in nickel/I react to nickel"), nail operation ("two toenails removed") and tooth extraction ("dental complications due to allergies resulting in extraction of 8 teeth") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug tolerance decreased "I had a lot of trouble tolerating". The patient's past medical history included depression (she had recovered from the condition post essure removal) in 1992, anxiety on (B)(6) 2012, multiple allergies (recovered around (B)(6) 1991) in 1975, caesarean section ((B)(6) 2002; (B)(6) 2006) in 2006, gravida ii and parity 2. Previously administered products included for allergies: allegra in 2004; for asthma: singulair in 2004 and pulmicort in 2003; for birth control: orthocept in 2004; for depression: prozac in 1992. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced hypoaesthesia ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"), visual impairment ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously"), decreased appetite ("had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously") and gait disturbance ("I was hospitalized twice and had great difficulty walking due to numbness in my legs during the worst part of the react/someone had to help me to the bathroom for a week or two after I got home from the hospital because I couldn't walk well"). In (B)(6) 2012, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required) with hypersensitivity, rash erythematous and swelling. On (B)(6) 2012, 2 years 5 months after insertion of essure, the patient experienced anxiety ("generalized anxiety disorder starting/mental anguish/anxiety due to physical complications from a surgical implant 293.84 (current)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient underwent nail operation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced lyme disease ("lyme disease"). In (B)(6) 2015, the patient experienced eating disorder ("started to react to everything and could barely eat or drink."). On (B)(6) 2016, the patient underwent tooth extraction (seriousness criterion medically significant). On an unknown date, the patient experienced pain ("pain and suffering"), nasopharyngitis ("various colds"), influenza ("flus"), urinary tract infection ("utis"), joint injury ("wrist injury"), anaphylactic reaction ("anaphylactic reaction"), the first episode of food allergy ("I am now so allergic that I have only been able to tolerate five to twelve foods for the past few years."), mastication disorder ("I have to use a food processor on most of the foods I can eat because I've had so many teeth removed."), the second episode of allergy to metals ("nickel, silver, polyester fibers; she learned that she had a nickel and silver allergy/ react to silver"), allergy to synthetic fabric ("she has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel."), the second episode of food allergy ("at first I reacted to chemicals derived from coconut in soaps and shampoos and then I started to react to seeds and nuts (and oils made from seeds and nuts)"), hypoaesthesia oral ("numbness in my lips and mouth and a weird sensation in my throat. In my lips and mouth and a weird sensation in my throat/tongue numbness"), oropharyngeal discomfort ("numbness in my lips and mouth and a weird sensation in my throat. In my lips and mouth and a weird sensation in my throat."), dizziness ("if the reaction progresses I become light headed and my heart rate increases."), heart rate increased ("if the reaction progresses I become light headed and my heart rate increases."), dysphagia ("the redness and swelling increased at the site of the reaction, it would get difficult to swallow, and my lips and tongue went numb."), hypersensitivity ("I became reactive to more and more things such as foods, shampoo, makeup, hair dye, and clothing materials."), blood glucose increased ("led to my glucose levels rising"), mobility decreased ("I couldn't stand up or walk on my own. For months I could barely sit up for more than a few minutes a day") and depression ("depression"). The patient was treated with doxycycline, azithromycin, steroid antibacterials, insulin, epinephrine (epipen), diphenhydramine hydrochloride (benadryl), marvelon (orthocept), fexofenadine (allegra), montelukast (singulair), fluoxetine hydrochloride (prozac), budesonide (pulmicort), methylprednisolone, surgery (rest and in (B)(6) 2013, patient underwent hysterectomy), surgery, surgery (removed both big toenails) and surgery (removed 8 molars under general anesthesia in hospital). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the anxiety had not resolved and the nail operation, lyme disease, tooth extraction, pain, nasopharyngitis, influenza, urinary tract infection, joint injury, anaphylactic reaction, mastication disorder, the last episode of allergy to metals, allergy to synthetic fabric, the last episode of food allergy, hypoaesthesia oral, oropharyngeal discomfort, dizziness, heart rate increased, dysphagia, hypoaesthesia, visual impairment, decreased appetite, gait disturbance, hypersensitivity, eating disorder, blood glucose increased, mobility decreased and depression outcome was unknown. The reporter considered allergy to synthetic fabric, anaphylactic reaction, anxiety, blood glucose increased, decreased appetite, depression, dizziness, dysphagia, eating disorder, gait disturbance, heart rate increased, hypersensitivity, hypoaesthesia, hypoaesthesia oral, influenza, joint injury, lyme disease, mastication disorder, mobility decreased, nail operation, nasopharyngitis, oropharyngeal discomfort, pain, pelvic pain, tooth extraction, urinary tract infection, visual impairment, the first episode of allergy to metals, the first episode of food allergy, the second episode of allergy to metals and the second episode of food allergy to be related to essure. The reporter commented: on (B)(6) 2012, she experienced pelvic region (sharp persistent pain on both sides where implants are located). On (B)(6) 2012, complications from a surgical implant 293.84 (current). She had been diagnosed with lyme disease by two doctors, ordered a test and told me her she had lyme disease in early 2014. She saw a physician on (B)(6) 2015 and he ordered an igenex test that confirmed she has lyme disease. Pelvic pain improved 2 - 3 years post hysterectomy, allergies first worsened then are gradually improving. Pelvic pain decreased gradually over 1-2 years after removal. Allergy symptoms worsened after removal but have remained somewhat stable for the past 2 years. Prior to that time, she suffered from severe allergic reactions starting in (B)(6) 2010, generalized anxiety disorder starting in (B)(6) 2012, persistent pelvic pain starting (B)(6) 2012, two toenails removed in (B)(6) 2013, lyme disease (B)(6) 2013, dental complications due to allergies resulting in extraction of 8 teeth in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2009: essure confirmation test. Current weight: (B)(6) lbs; approximate weight at the time of essure placement: (B)(6) lbs. She has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel. -the clifford materials reactivity test showed that she reacted to nickel and silver, both of which are in essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: patient's demographics were added. This case concerns (B)(6) male patient. Essure indication was added. Essure implantation/explantation date was updated. Essure indication was added. Treatment medications were added. Historical condition was added. Lab data was added. Event: severe and permanent injuries was updated to in (B)(6) 2012; pelvic region (sharp persistent pain on both sides where implants are located)/ experienced severe pelvic pain after aerobic exercise at the site of my implants (2012); severe allergic reactions ((B)(6) 2010) with hypersensitivity reaction; generalized anxiety disorder starting ((B)(6) 2010)/mental anguish/complications from a surgical implant 293.84 (current); persistent pelvic pain ((B)(6) 2012); two toenails removed ((B)(6) 2013); lyme disease ((B)(6) 2013); dental complications due to allergies resulting in extraction of 8 teeth ((B)(6) 2016); pain and suffering; various colds; flus; utis (urinary tract infections); wrist injury; anaphylactic reaction; I am now so allergic that I have only been able to tolerate five to twelve foods for the past few years; I have to use a food processor on most of the foods I can eat because I've had so many teeth removed; allergic to nickel; nickel, silver, polyester fibers; she learned that she had a nickel and silver allergy/she has not confirmed a polyester allergy but she get hives when she touch polyester. She had severe reactions to foods and materials that are high in nickel/I was reacting to foods that are high in nickel/ I react to most foods and many materials and chemicals now, but most of the worst reactions have been to foods and materials that are high in nickel/ I react to nickel and silver, both; at first I reacted to chemicals derived from coconut in soaps and shampoos and then I started to react to seeds and nuts (and oils made from seeds and nuts); reactions start with local redness, itching and swelling if it is a contact reaction on my skin; numbness in my lips and mouth and a weird sensation in my throat; if the reaction progresses I become light headed and my heart rate increases; the redness and swelling increased at the site of the reaction, it would get difficult to swallow, and my lips and tongue went numb; had numbness in my legs, head and chest, trouble with vision, lack of appetite and reacted to more things than previously (2011); I was hospitalized twice and had great difficulty walking due to numbness in my legs during the worst part of the reaction (2011)/someone had to help me to the bathroom for a week or two after I got home from the hospital because I couldn't walk well/ for months I could barely sit up for more than a few minutes a day; I became reactive to more and more things such as foods, shampoo, makeup, hair dye, and clothing materials; my big toenails became impacted and had to be removed. I had allergic reactions to medications to treat the toenails and then I had allergic reactions to testing at my allergist¿s office; I had a lot of trouble tolerating any vitamins or treatments for lyme; I started to react to everything and could barely eat or drink; led to my glucose levels rising; I couldn't stand up or walk on my own; I developed steroid induced myopathy and neuropathy; I fell in the bathroom one night because I was so weak; I had to go to the ER because I was dehydrated; I had blood in my urine and had to have a bladder (and maybe kidney, I don't remember) ultrasound; I wear gloves (nitrile) when I cook for my family, do the dishes or do the laundry; I can't hug my daughter unless she puts on a hooded sweater because I react to her shampoo. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.